Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735559, serial/lot #: (B)(4), ubd: 18-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the cooling catheter for the thermal therapy system was damaged. It was reported that the stiffening stylet was not able to pass through the catheter. A second cooling catheter was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The catheter was returned to the manufacturer for evaluation. Testing found that the catheter was damaged in multiple places. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.